Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer obstruction was likely caused by minor debris and was resolved through recovery steps. A field service engineer guided the customer through debris inspection and drawer recovery for matrix drawer 1, successfully restoring normal operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer 1 was failed. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.